Event description:
Note: the event date is unknown. It was reported to boston scientific corporation on june 6, 2008, that a 24 fr safety peg pull method device was used during a peg placement procedure. According to the complainant, during the procedure, the safety scalpel was moved into the locked position (protected) and could not be used. The physician completed the procedure with a second safety scalpel.

Manufacturer narrative:
The lot number is unknown; therefore, the date of MFR cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The may 2008 15- month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.